Event description:
A complete initial report is being submitted due to completion of the investigation on (B)(6) 2025. The stent was passed over an amplatz wire and passed through the sheath. Prior to reaching the intended destination the stent got stuck on the wire and was unable to be moved. The wire and stent was then removed from the patient. 2. At what stage of the procedure did the complaint occur? Ans. Insertion. 3. Details of access sheath used (name, fr size, length)? Ans. Terumo 6fr 10cm sheath. 4. What was the target location for the stent? Ans. Sfa. 5. Was the product inspected for kinks or damage before use? Ans. Yes. 6. Was the device used percutaneously? Ans. Yes. 7. Was the device flushed through both flushing port before the procedure, as per IFU? Ans. Yes. 8. Was pre-dilation performed ahead of placement of the stent? Ans. Yes. 9. Was post-dilation performed after the placement of the stent? Ans. N/a. 10. Details of the wire guide used (name, diameter, hyrdophyllic)? Ans. Cook amplatz stiff 180cm. 11. Did the patient exhibit difficult or altered anatomy (if altered please specify how it is altered)? Ans. No. 12. Was resistance encountered when advancing the wire guide to the target location? Ans. No. 13. Was resistance encountered when advancing the delivery system to the target location? Ans. Yes. 14. How did the physician deal with this resistance? Ans. Attempt to advance, became stuck on wire, removed stent with wire. 15. Was the approach ipsilateral or contralateral? Ans. Ipsilateral. 16. If contralateral, was the bifurcation angle steep? Ans. N/a. 17. Did the tip of the delivery system cross the target location? Ans. No. 18. Was the delivery system tracked around a tight angle in the patient anatomy? Ans. No. 19. Was the delivery system damaged/kinked/twisted during deployment? Ans. No. 20. Was the handle pulled towards the hub during deployment? Ans. N/a. 21. Was the delivery system pushed during deployment? Ans. No. 22. Was the stent deployed smoothly / without resistance? Ans. N/a. 23. If no, please detail any difficulty experienced during deployment: ans. Unable to advance over wire- became stuck to wire. 24. What artery was the stent placed in? Ans. N/a. 25. Was the stent fully deployed from the delivery system prior to removal of the delivery system? Ans. N/a. 26. Did the patient have any pre-existing conditions? Ans. N/a. 28. Did the patient require any additional procedures as a result of this event? Ans. Yes. 29. What intervention (if any) was required? Ans. Stenting. 30. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Ans. Same procedure. 31. Were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g. Kink)? Ans. No.

Manufacturer narrative:
Device evaluation the zfv6-80-6-10.0 device of lot number c2196672 involved in this complaint was returned for evaluation, with its opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 20th november 2024. On evaluation of the device, the following was observed: visual inspection: ¿ device returned with wire guide still inserted. ¿ wire guide measured at 0.035 inches. ¿ red safety tab returned in place. Gold rivets of stent visible at distal end of outer sheath. ¿ wire guide appears to be elongated/stretched and protruding out of distal end of white tip*. ¿ kink noted on outer sheath 16cm from handle. Functional inspection: ¿ unable to remove returned 0.035 inch wire guide from device. ¿ device flushed through side port with no issue - wire guide still unable to be removed. ¿ red safety removed and stent deployed with no issue. ¿ no damage observed on stent. *it is likely that the wire guide became stretched/elongated when trying to advance the device over the wire guide or when trying to remove the wire guide post procedure. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0058) states the following: ¿upon removal from the package, inspect the product to ensure no damage has occurred¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause can be attributed to difficult patient anatomy. It is possible that the flexor compressed and kinked during advancement due to difficult anatomy, as a result the device was unable to be fully advanced over the wire guide and was unable to reach the target location. From the additional questions, the user encountered resistance when advancing the delivery system to the target location. Compression of the flexor during advancement may also have caused the partial premature deployment of the stent, as observed in the lab evaluation. (Ref. Att. '07apr2025_cn 061486_cirl_engineering input_rg21mar2025'). Another possible root cause could be attributed to the wire guide kinking during the procedure, this would also cause difficulty in advancing the device over the wire guide. During the lab evaluation, the wire guide was unable to be removed from the device. 03 attempts were made for images of the procedure to be provided however images were not received. Should imaging become available, the file can be reopened and updated accordingly. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of (B)(4) used device. Corrective action/correction. Complaints of this nature will continue to be monitored for similar events. Summary of investigation. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.